Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before using the device on patient during a gastroplasty, when the sterile package were opened it was found that the thread was detached from the needle. Devices were not used in patient. No patient injury.